Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this device was beeping and it was not possible to interrogate the device. No adverse patient effects were reported.